Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection on 05/01/2017. The fse performed a total service call. There was an issue with the resuspend dispense number 3. The connection cable to the v66 on the system was firmly reconnected. The ancillary and sample probes were adjusted. The fse returned on 05/08/2017 to check the system again. The pmt assemble was cleaned. No issues were identified. The customer is going run test samples that were in question. Siemens healthcare diagnostics is awaiting further information. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
An advia centaur xp ca 19-9 greater than 700 u/ml result was obtained for a patient sample. The patient sample was run with dilution and the result was lower than 700 u/ml. The patient sample was sent to another laboratory for testing and the result was greater than 700u/ml. This result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00126 on may 12, 2017. On 05/15/2017 additional information: the siemens field service engineer (fse) was sent to the customer site on 05/15/2017 due the ca19-9 dilution issue. The fse refastened the 6 inch sample tubing. The customer reran the patient samples in question and verified the dilution result. The cause for the discordant advia centaur xp ca19-9 results is unknown. The customer reported the assay is now stable after the fse performed service. The customer changed the dilution factor to 100 and have had no issues with dilutions. The instrument is performing within specifications. No further evaluation of the device is required.